Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. On (B)(6) 2014 the patient underwent a surgical procedure for skin debridement; during the same procedure, a longer abutment was placed. The implanted device remains.